Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a stent replacement procedure in the ureter, performed on "(B)(6) 2021". During the procedure and inside the patient, when the physician deployed the stent and removed the guidewire, it was noticed that a piece of the stent broke. No other device was used to grasp the broken piece of stent. Another percuflex plus was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that a piece of the stent coil was detached/separated.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a0501 captures the reportable event of coil detachment of device or device component inside the patient. Block h10: the returned percuflex plus ureteral was analyzed, and a visual evaluation noted that the bladder pig tail was detached separate in 2 section. The suture string, the positioner and stabilizer did not return for the analysis. A photo was also attached in the complaint record. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, it is possible that operational factors, such as interacting of the device with the suture string, manipulation or excess of force applied during it use, could have caused the detached observed. Consequently affect the performance of the device. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a stent replacement procedure in the ureter, performed on (B)(6) 2021. During the procedure and inside the patient, when the physician deployed the stent and removed the guidewire, it was noticed that a piece of the stent broke. No other device was used to grasp the broken piece of stent. Another percuflex plus was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that a piece of the stent coil was detached/separated.